Event description:
On (B)(6) 2015, the reporter contacted animas alleging the patient¿s blood glucose on (B)(6) 2015 was 500 mg/dl with possible diabetic ketoacidosis and unspecified ketone level. It was reported the patient was treated by a healthcare provider in their office with an unspecified treatment. No further information was provided and troubleshooting was unable to be completed. This complaint is being reported because the alleged serious health event was related to a pump malfunction of unknown cause.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.